Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the left ventricular (lv) lead. The device was reprogrammed to deactivate the lv lead to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating the loss of capture was due to dislodgement of the left ventricular (lv) lead. The physician suspected the dislodgement was due to patient ambulation. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.